Event description:
It was reported the customer changed their battery and their insulin pump would not turn on. The customer also reported dropping their insulin pump into the toilet. Customer had a blank display after letting their insulin pump dry for 5 hours. The customer's blood glucose was 146 mg/dl. Customer also reported a constant tone occuring after the moisture exposure. Troubleshooting could not be completed because the customer had a blank display. Customer declined to troubleshoot for their blank display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.